Manufacturer narrative:
As this product was not returned for evaluation, the failure mode could not be confirmed. Device not returned to manufacturer for investigation.

Event description:
It was reported that during use at the user facility the core impaction drill was overheating. It was reported that there was no procedure associated with this event. The user facility was not able to provide any further information regarding the reported event.